Event description:
It was reported that this right atrial (ra) lead presented undersensed p waves. Boston scientific technical services (ts) confirmed that it was indeed undersensing. There was no further information noted and intervention made as of the moment. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.